Manufacturer narrative:
Evaluation summary - the analysis results showed that the device was received in good visual condition and with a reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the reload deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unk procedure, after the surgeon fired the device, some of the staples were malformed. The distal end of the rectum could not be sewed up. Because the pt had low-rectum-cancer, after the surgeon failed to fire the device, the length of the rectum was not enough to do it again. The surgeon made the fistula to complete the procedure. The pt is fine now.